Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the breakage of the instrument blade occurred during the surgical procedure, but the fractured fragment was immediately retrieved from the patient's body at that time. No post-surgical complications related to foreign material retention have occurred, and no x-ray or ultrasound examinations were performed for residual fragments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken blade at the base. A piece measuring approximately .4360" x .0715" was found to be broken off and was not returned. Additional observation(s) : the instrument failed an energy recognition test when connected to an in-house energy generator. The energy recognition failure of instrument was related to a broken blade. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized. The procedure was completed with no reported injury.